Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer did not have symptom. They do feel ok to troubleshoot. Drive support condition was normal. Customer's blood glucose value at the time of incident was unknown. Customer current blood glucose level was 575 mg/dl. Customer reports they have contacted their hcp regarding high blood glucose reading. Customer treated their issue with manual injection. Customer did not find air bubbles and leaks. Customer reports bolus wizard is programmed accurately. The infusion set changed (B)(6) 2018. The infusion set was not bent. The insulin pump did not perform high pressure test. Insulin pump will not be returning for analysis. Reservoir